Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that a plastic of the reservoir compartment broke off. The customer reported that the reservoir would not stay in place. The customer's blood glucose was high at the time of incident. The customer stated that they just noticed that the reservoir came loose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. The device passed self-test, rewind, off no power test, error test, prime test and excessive no delivery test. We were unable to perform displacement test, basic occlusion test and occlusion test due to broken off reservoir tube lip. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, missing end cap sticker and missing reservoir tube o-ring.